Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level ranging from 558-556 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer delivered a bolus prior to going to the ER in an attempt to treat bg level. Bg was treated with intravenous fluids of insulin and saline and was released from the hospital approximately 3 days later with the issue resolved and no permanent damage. The customer alleged that the pump did not deliver insulin as intended; however, this could not be confirmed by tandem technical support. Ultimately, the cause was unknown. Reportedly, the customer riveted to an alternate form of insulin therapy.